Event description:
It was reported that the patient received an alert for non-sustained rv oversensing. Upon reviewing the session records, post-paced t-wave oversensing was observed. Recommended programming changes were not made. There were no further complaints from the physician about the patient's condition.